Event description:
Thirty minutes into a robotic procedure, the light source for the laparoscopic portion of the procedure was plugged into the tower in standby mode, when the light source suddenly turned on by itself. The light source was immediately unplugged. No harm to the pt.